Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 507 mg/dl. Customer stated that they was swimming and the insulin pump asked for a rewind and it started beeping and they stated that buttons were not responding and now its just a blank display. Customer stated display did not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer was using auto mode or not. Customer performed troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged blank display, exposure to moisture, and unresponsive keypad found on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test, and self test due to blank display. Unable to download history files using thus. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, broken belt clip rails, cracked case (battery tube), and pillowing keypad overlay. Blank display due to moisture damage on the electrical board 1, electrical board 2, harness assembly, and corroded battery tube. Unable to verify unresponsive keypad due to blank display. Unable to download due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.